Event description:
Event description guidant received information that this ventricular lead was exhibiting loss of capture despite elevated programmed device outputs. Impedance and r-wave measurements are stable. Review of the stored data revealed a lot of venricular tachycardia (vt) episodes which appeared to be noise. It was noted this pacemaker is included within a subset of devices in a safety advisory notice. This device was identified to be susceptible to failure mode 2, which may affect the communication and/or pacing functions of the device.